Event description:
During a laparoscopically assisted vaginal hysterectomy the surgeon used a new model of an endogia stapler. Surgeon did not feel the stapler functioned properly. A rep from the co was present for technical support. The surgeon stated the suture line oozed and they had difficulty controlling the bleeding at the staple line.